Event description:
It was reported that devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the (7) 355ld trocars and (7) 512sd trocars had broken valves. During first use, some internal valves fell down. There was no consequence to the pt.